Event description:
Four implants were placed on (B)(6) 2011. The o-ring housings were picked up immediately in the pt's existing mandibular denture. Two of the implants came out on (B)(6) 2011. These were replaced on (B)(6) 2011. One of the implants came out of (B)(6) 2012. The remaining three were lost in (B)(6) of this year. All implants were 2.2 x 10 mm. He followed his standard protocol where he uses the pilot drill to perforate the cortical plate, then self-taps the implants into place using the imtec winged driver. He drills at 1200 rpm. He uses a flapless procedure. The failed implants were discarded and will not be returned. Unable to identify a cause for the failures, doctor referred the pt to his physician to ensure there were no medical issues involved that could affect healing. No medical condition was found that would impact osseointegration of the implants.